Event description:
The customer stated that while testing a donor sample on the provue analyzer, they rec'd a (false) negative rh reaction for the donor sample. The sample typed as o negative, but history showed the donor sample as o positive.

Manufacturer narrative:
The customer stated that while testing a donor sample on the provue analyzer, they rec'd a (false) negative rh reaction for the donor sample. The sample typed as o negative, but history showed the donor sample as o positive. Confirmatory testing was performed in tube method at immediate spin and a 1+ reaction was observed. Additional confirmatory testing was performed using the manual gel method and the same lot of gel cards and reagent as was used on the provue test and a 1+ reaction was observed. The customer repeated the test on the provue analyzer and again a negative reaction was noted which confirmed the instrument as a contributing factor to this incident. The field engineer went on site and performed several tests and alignment verifications to verify the instruments function, all passed and no repair was required. No malfunction was identified. If a significant antibody is not detected during antibody screening, or is not identified upon further testing, a pt may be transfused with antigen-positive blood and suffer a hemolytic transfusion reaction. The likelihood of a serious injury, while not frequent, is not remote. No death or serious injury was reported by the customer. Based on the available information, mts is reporting this event based on the potential for injury should the event recur without detection by the user.